Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system gave an error code associated to the a/d converter after a procedure. There was no report of patient injury.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for repair and during the performed tests the error code was confirmed. Troubleshooting revealed that the dc/dc board was defective. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the event is a defective dc/dc board.

Event description:
See initial report.